Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements. This has lowering gradually over time. Additionally, high pacing thresholds were also observed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.